Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7079637.

Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned and remains implanted. The patient was doing well postoperatively.